Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the sets disconnecting on their own. The customer also reported that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer was having unexpected high blood glucose. The customer had symptoms of vomiting and felt like they had the flu. The customer's blood glucose level at the time of admission was 555 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed for the set issues and the customer advised to return the set for analysis. The customer declined troubleshooting for the insulin pump. The device will not return for analysis.